Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Opening issues the analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one conforming clip with tissue was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. It was fired and two unformed clip were fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The failure of the anti-backup feature is unrelated to the reported opening issue. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. However, during each firing sequence the jaws remained in the closed position; the trigger was manually assisted in order to open the jaws without any difficulties noted. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device locked out on tissue and they could not open the device. They used another device to clip down the sides of the cystic duct and then cut the device off of the tissue. They completed the procedure with the second like device. There was no patient consequence reported. No further information was available.